Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: this device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed which determined that the device passed all pre-testing assessments and no failures were identified. Therefore, the reported condition was not confirmed. An assignable root cause was not determined, and no problem detected. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from belgium that during an unspecified surgical procedure, it was discovered that the electric pen drive device caused a second-degree burn at the lower left labial mucosa of the patient. It was reported that the patient was treated locally with ¿terracortril¿. It was further reported that the event occurred to a young patient with no medical history. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was reported that there was injury and medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.